Manufacturer narrative:
The investigation for the thrombus, limb ischemia, and stroke has been completed. The impella device was not returned for evaluation. Without additional information, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient was on impella cp support. While on support, the nurse noted a pupillary change and a stroke code was called. Sedation was stopped and cardiology was notified. Computed tomography (CT) showed acute basilar and left posterior cerebral artery (pca) thrombus. It was also noted that left lower extremity (lle) had decreased flow, although still present, and was cold to the touch. After returning from CT, a bedside echocardiogram showed the impella in good position. Given concerns for evolving limb ischemia, while awaiting coordination with neurology for acute basilar and left pca thrombectomy, the physician was consulted for impella removal and lle thromboembolectomy. The next day the patient was taken to neurology and clot was removed from the basal and pca. The patient was then taken to operating room for removal of left femoral impella, thromboembolectomy of left common/external iliac artery, common femoral, profounda, superficial femoral artery (sfa) and popliteal artery, common femoral endarterectomy and repair of the left sfa. In addition, there was 4 compartment fasciotomy of the left lower extremity. It was noted that the patient had an extensive clot throughout the iliac and femoral arteries with dense calcification plaque throughout. The patient was successfully weaned and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."